Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported a patient underwent custom total hip arthroplasty on an unknown date. Subsequently, the custom triflange cup loosened from the bone. A revision procedure has been scheduled for this patient; it is unknown whether the revision has taken place.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent custom total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to the custom triflange cup loosening from the bone.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.the following sections could not be completed because the part/lot information could be: catalog number - 103532, lot number - 395270, expiration date - aug 31, 2023, manufacture date ¿ aug 23, 2013.or the part/lot information could be: catalog number - 103532, lot number - 857420, expiration date - jul 31, 2023, manufacture date ¿ jul 3, 2013.or the part/lot information could be: catalog number - 103533, lot number - 178070, expiration date - sep 30, 2022,manufacture date ¿ sep 25, 2012.or the part/lot information could be: catalog number - cp161940, lot number - 136420, expiration date - apr 30, 2023, manufacture date ¿ apr 6, 2013.or the part/lot information could be: catalog number - cp161941, lot number - 746380, expiration date - sep 31, 2023, manufacture date ¿ sep 28, 2013.or the part/lot information could be: catalog number - cp161942, lot number - 724190, expiration date - sep 30, 2023, manufacture date ¿ sep 26, 2013.or the part/lot information could be: catalog number - cp161943, lot number - 272090, expiration date - aug 31, 2023, manufacture date ¿ aug 16, 2013.or the part/lot information could be: catalog number - cp161947, lot number - 136500, expiration date - apr 30, 2023, manufacture date ¿ apr 5, 2013.this report is filed for the same event (1825034-2013-06177). The second revision procedure on (B)(6) 2015 was reported on medwatch number 1825034-2015-00266.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013 utilizing biomet acetabular components. Subsequently, a revision was performed on (B)(6) 2013 due to loosening of the acetabular cup screws. During the revision, the screws and acetabular liner were replaced. It was further reported that another revision was performed on (B)(6) 2015 due to dislocation. During the revision, the acetabular liner was replaced.